Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Customer consumed liquid glucose drink and carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.